Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08878. It was reported that the patient presented remotely. Review of the transmissions revealed that the right atrial and right ventricular leads were over-sensing noise, with episodes of automatic mode switch and high ventricular rates. Lead revision was discussed but did not occur. The patient was asymptomatic.